Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0c068, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported they were going to the bathroom more frequently since (B)(6) 2015. The patient had increased from 2.0 to 4.5. It was indicated the patient had never learned how to use the patient programmer. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was provided with this event, so additional information was requested. If additional information is received a supplemental report will be sent.